Manufacturer narrative:
Na

Event description:
It was reported that the ventilator did not alarm when the pt circuit tubing was disconnected from the side of ventilator. The paramedics were called and helped manually ventilate/stabilize the pt until a replacement ventilator arrived.